Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2013 due to infection of the device pocket. The device system was discarded. A culture was taken from the device pocket; however, results were unknown as of the date of the report. Patient outcome was reported as no injury and no adverse event. The device system was used to deliver lioresal (baclofen).